Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/02/2017 with the following findings:. Confirmed 070-0001 errors (motor rewind tolerance error) in black box. Rewind, load and prime steps performed successfully. Pump exercised for 24 hours with no alarms occurring. Complaint cannot be duplicated during the investigation..opened pump to inspect motor connector, circuit, and mechanical assembly. No defects observed. All sub-systems functioned normally. Removed piston cap to inspect piston function. No issues noted.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a motor (rewind issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.